Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator handpiece device was not working properly. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the coupling tool side was worn out. It was noted that the device has a defective control unit, the plate on the tension screw slides down, and two pins broke off (missing). It was further determined that the device failed pretest for check saw blade coupling, and functional test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective, and normal wear. Please note that the issue with the broken pins has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly